Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper of the bd vacutainer® urinanalysis tube stopper of the tube gets stuck inside the lid of the urine container. Found during use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the stopper of the bd vacutainer® urinanalysis tube stopper of the tube gets stuck inside the lid of the urine container. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for color variation with the incident lot was observed. Additionally, evaluation and testing of the customer samples was performed and stopper pullout was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for color variation with the incident lot was observed. Additionally, testing of the customer samples was conducted and stopper pull out was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.